Event description:
On (B)(6) 2026, the patient had an issue with cannula as cannula was bent which led to high bg in 1-2 hours on abdomen and the patient did not have sufficient subcutaneous tissue where set was inserted. The patient was treated manually.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.